Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The day after the event onset, the patient started treatment with intraperitoneal vanlid (1g; frequency and duration not reported) and intraperitoneal ceftazidime (1g; frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, vanlid and ceftazidime remained ongoing. The patient's recovery status and outcome of the event were unknown. No additional information is available.